Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pancreatoduodenectomy procedure, there was a conversion to open. The issue occurred due to the patient¿s inner fatty tissue; the surgeon could not manipulate the tissues and organs properly. The surgeon made the clinical decision to open. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, there was a conversion to open. The issue occurred due to the patient¿s inner fatty tissue; the surgeon could not manipulate the tissues and organs properly. The surgeon made the clinical decision to open. The patient was transferred to the intensive care unit (ICU) after procedure completion, which was reported to be the standard of care for the site. The patient has since been released from the hospital.